Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a s205 (backup battery) malfunction alarm code. There were no reports of any adverse patient event sor delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.